Manufacturer narrative:
Cardiac science's initial eval: we found a bad resistor and possible evidence of AED abuse due to damage to the case. This is a sales demonstration unit stored without a battery, therefore, the normal self-tests do not occur on a regular basis.

Event description:
While peforming a sales demonstration, the g3 AED was connected to the simulator and put on vf mode. For more than 5 minutes it repeated "check for breathing, analyzing rhythm, start CPR, analysis interrupted." The AED did not go into defib mode.